Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A nurse reported "product broke off during removal. Patient went to cardiac cath lab for removal. All product removed from nicu."

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, it appears there was no sample available for return. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Unfortunately, without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. Additional information provided in h.6. And h.11.